Event description:
A patient is in a nursing home was found not breathing and unresponsive. Device was connected and advised shock with the phrase "shock advised. Stand clear." However, the shock button never lit nor did the device prompt the user to press the shock button. The device issues an audible beeping tone while the device is charging which ended when the charge cycle time expired after one minute and the device again prompted the user that it was analyzing and then again advised shock. A second device was brought in that successfully defibrillated the patient. The patient was transported to the hospital and died under physician care in the ER an hour later.

Manufacturer narrative:
The device has been received, but additional time is required to complete the investigation. Upon is completion, a supplemental will be submitted.